Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name; mrhk tibial sleeve; cat# 64812140 ; lot# unknown. Device name; mrh axle; cat# ; 64812120; lot# unknown. Device name; mrh tib rot comp xs-xl; cat# ; 64812100; lot# unknown. Device name; mrhk femoral bushingl; cat# ; 64812110; lot# unknown. Device name; mrhk femoral bushing; cat# ; 64812110; lot# unknown. Device name; mrhk bumper insert - neutral; cat# ; 64812130; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a washout and exchange of poly components, axle, and rotating component was performed on the patient's right hinged knee due to infection.